Manufacturer narrative:
The customer notified heartsine of this event through a web portal and did not provide any contact information to follow up for the event or patient information. Therefore, patient related fields were left blank intentionally. There is no clinical data, and therefore clinical and usability review cannot be completed. The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device did not appear to shock the patient. However, the customer stated that the device logs indicated the device shocked twice. The patient did not survive.